Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (+600 mg/dl) and ketones present. Customer was treated with manual injections, and released on (B)(6) 2015. Reportedly, the pump is delivering as expected and customer's health care professional made adjustment to the pump settings.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).